Event description:
Ge pacs universal viewer software is substantially worse than the previous client called centricity. This pt had a breast sonogram and mammogram. The new viewer cannot show mammograms and sonograms at the same time. This creates interpretive difficulties that didn't exist with the older client called centricity.